Event description:
It was reported during routine follow-up, pacemaker mediated tachycardia was observed. Atp therapy accelerated the rhythm. Hv therapy converted the rhythm. The device was reprogrammed. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.